Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of (B)(6) ohms. Technical services (ts) was contacted, and ts noted a gradual rise in shock impedance and made troubleshooting recommendations. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 137 and 171 ohms. Technical services (ts) was contacted, and ts noted a gradual rise in shock impedance and made troubleshooting recommendations. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the physician intended to replace the rv lead. Subsequently, the patient underwent a revision procedure and the rv lead was surgically abandoned and replaced with a non-boston scientific rv lead. No additional adverse patient effects were reported.